Manufacturer narrative:
Diopter: +05.00 silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v +05.00 three piece silicone lens. The lens was implanted in the patient's right eye. The haptic broke on insertion into the eye. Lens was removed and another same model lens was implanted. There was no injury to the patient. Cause of this incident was loading error.

Manufacturer narrative:
Per medical review: od: reportedly, haptic of the 3-piece silicone iol was torn off during insertion requiring intraoperative lens removal/exchange. No reported incision enlargement or any other tissue damage. Backup lens of same model was successfully implanted. According to the report, dated on (B)(6) 2016, the cause of the event was loading error. The report, by a surgical technician, dated on (B)(6) 201616 stated that there was no patient injury. It should be noted that at the time of the surgery the patient was (B)(6) years old and per dfu indications:" the silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction." Device history report review: a review of the device history record reveals nothing in the manufacturing, inspection or packaging process records that suggests a contributory factor to the complaint. (B)(4).